Event description:
The following multi tip freezer of the 900629 appears to be defective. There is a fault in the frost/defrost valve which prevents proper circulation. Incident occurred before procedure. During defrosting, the freezing point remains below 0 degrees due to a malfunction in the frost-defrost circulation. No problems with patient. No extra attention was needed. 1216677-2021-00063-1 ll100 multi tip w tc 900629 (B)(4).

Manufacturer narrative:
Investigation. Review DHR. Inspect returned samples. Analysis and findings. (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/25/2019 under wo #(B)(4) and shipped on 2/12/2021. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on RMA 316768 on 4/5/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was found with loose brass nuts typically tightened to secure the connection of the tube to the main valve assembly. Root cause: the root cause for this compliant condition is being attributed to assembly error. Correction and/or corrective action. The unit's brass nuts were tightened, then tested to specifications and re-stocked. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Train personnel. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currenlty iinvestigating the reported conditon.

Event description:
Out-of-box failure- the following multi tip freezer of the 900629 appears to be defective. It was recently delivered new to our customer. There is a fault in the frost/defrost valve which prevents proper circulation. Please solve under factory warranty. The product is: 900629 ll100 multi-tip freezer with tc(h20) 2019090004". Incident occurred before procedure. 03/23/2021- per update- customer stated- was the instrument not defrosting? Answer: during defrosting, the freezing point remains below 0 degrees due to a malfunction in the frost-defrost circulation. Was there patient involvement /how is patient today? Answer: yes, but no problems with patient. Any injury or adverse event related? Answer: no. Was there any additional medical attention? Answer: nurse acted appropriately. No extra attention was needed. What procedure was the physician performing? Answer: regular procedure. Appliance kept freezing. Did the physician perform any extra step to complete the procedure / how was the procedure completed? Answer: no, it was not necessary. Ll100 multi tip w-tc 900629. E-complaint- (B)(4).